Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to implants remaining in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet m2a-magnum 52-60 mm tpr insrt-3 item #: 139266 lot #: 253770, biomet taperloc micro lat fmrl 11 mm item #: 15-103205 lot #: 826730, biomet m2a-magnum pf cup 58odx52id item#: us157858 lot #: 172760. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02078, 0001825034-2018-02079, 0001825034-2018-02085.

Event description:
It was reported a patient underwent an attempted hip revision approximately 11 years post-implantation due to unknown reasons. During the procedure, an intraoperative complication occurred, preventing the completion of the revision. Further information about a rescheduled revision has not been reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.